Event description:
(B)(4). It was reported that chest pain, non q-wave myocardial infarction (mi) and stenosis occurred. In (B)(6) 2011, the patient presented to the emergency room with severe chest pain radiating to the jaw. The patient was diagnosed with non q wave st elevation mi and cardiac catheterization was recommended. Subsequently, coronary angiography and index procedure were performed. The target lesion was a de novo lesion located in the distal right coronary artery (rca) with 90% stenosis and was 12 mm long with a reference vessel diameter of 3.5 mm. The lesion was treated with pre-dilatation and placement of a 3.50 x 24 mm taxus® liberté® stent, resulting in 0% residual stenosis. Two days post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2014, the patient presented to the emergency room due to a 5-day history of intermittent substernal chest pain radiating to the jaw and arms. The patient was hospitalized on the same day. Electrocardiogram (ECG) was performed and revealed t wave inversions. Troponin values were also found to be elevated, however, cardiac enzyme elevation were not consistent with protocol definition of mi. At the time of event, the patient was on aspirin, and the study drug was last taken in (B)(6) 2013. Other antiplatelet medications were never taken during the study. Coronary angiography revealed 95% stenosis across the distal rca extending to the ostium of the right posterolateral (rpl) artery. It was treated with balloon angioplasty and placement of a 3.5 x 20 mm and a 3.0 x 16 mm promus drug eluting stents in an overlapping fashion, resulting in 0% residual stenosis. Two days from admission, the event was considered to be resolved without residual effects and the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).